Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was laid down for the 90 second dwell and swell time but blood had pulsatile flow coming out of the insertion site to where it was not oozing but streaming out. Manual compression was applied immediately to the site and held for 12 minutes. At the 4-minute mark of holding manual, the balloon was deflated on the mynxgrip and then pulled out of the patient where manual arterial pressure was held for 8 more minutes for a total of 12 minutes with no hematoma and the patient showed soft tissue with no swelling. The patient was monitored after manual compression for 20 minutes before transport and no hematoma formed during that time and while transporting back to room. There was no reported patient injury. The patient experienced shortness of breath and had a diagnostic left and right heart cath. A 5f 11cm avanti sheath was used for the procedure. After taking 2 angiographic groin shots for confirmation of placement and no calcium present, the package was opened and laid on a sterile field. After prepping the mynxgrip 5f device correctly, device was inserted and then deployed correctly using the steps. There was no oozing present after tamping (there was no over tamping) for 30 seconds. The device was opened in sterile field. The operator was trained to the mynxgrip device. The procedure used a retrograde approach. The patient did not have any relevant medical history. Cordis diagnostic guides and an avanti sheath were used during the procedure. No anticoagulants, antiplatelets or any thrombolytics were used. The patient¿s inr was >1.5. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer with 2 groin shots. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the procedure sheath was fully retracted on the outer cartridge tubing. The sealant and advancer tube were not returned with the device. The condition of the returned device is similar to a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, as reported in the complaint, the device was fully deployed. The sealant and advancer tube of the returned device were not returned. Therefore, no functional tests could be performed on the returned device. No visual non-conformities were observed on the returned device. A product history record (phr) review of lot f2024503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant and advancer tube, a complete physical evaluation could not be performed. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was laid down for the 90 second dwell and swell time but blood had pulsatile flow coming out of the insertion site to where it was not oozing but streaming out. Manual compression was applied immediately to the site and held for 12 minutes. At the 4-minute mark of holding manual, the balloon was deflated on the mynxgrip and then pulled out of the patient where manual arterial pressure was held for 8 more minutes for a total of 12 minutes with no hematoma and patient showed soft tissue with no swelling. The patient was monitored after manual compression for 20 minutes before transport and no hematoma formed during that time and while transporting back to room. There was no reported patient injury. The patient experienced shortness of breath and had a diagnostic left and right heart cath. A 5f 11cm avanti sheath was used for the procedure. After taking 2 angiographic groin shots for confirmation of placement and no calcium present, the package was opened and laid on sterile field. After prepping the mynxgrip 5f device correctly, device was inserted and then deployed correctly using the steps. There was no oozing present after tamping (there was no over tamping) for 30 seconds. The device was opened in sterile field. The operator was trained to the mynxgrip device. The procedure used a retrograde approach. The patient did not have any relevant medical history. Cordis diagnostic guides and avanti sheath were used during the procedure. No anticoagulants, antiplatelets or any thrombolytics were used. The patient¿s inr was >1.5. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer with 2 groin shots. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device will be returned for evaluation.